Event description:
A (B)(6) male pt contacted zoll customer support to report that his device would not power on completely and was giving a loud screeching noise. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problems (will not power on completely / loud screeching noise) are still under investigation. As received, the monitor was constantly resetting at about 75 seconds after initial power up. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. In addition, during service investigation, high-voltage capacitor c22 was detached from the solder pad. The cause of the detached capacitor cannot be positively identified but is likely severe mechanical shock from physical impact. No adverse event resulted from the defective monitor. The pt received a replacement monitor.